Event description:
The customer reported being hospitalized for ketones and high blood glucose of 260mg/dl. The customer had nausea and vomiting. The customer reported taking new medication for anxiety and stress, which are causing discomfort. The customer stated that she was experiencing high glucose for the past month. The customer stated that she was treated with insulin drip. Troubleshooting was performed. The history alarm revealed multiple motor error alarms. Rewind and manual prime successfully. Ran a self test and the insulin pump passed the test. Advised the customer to discontinue use of the insulin pump and revert to back up plan. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.